Event description:
It was reported the select button and knob for menu are not working properly. It was also reported the ventricular output control is not working properly. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found with knob and button operation. Analysis found the upper case, lower case, and side bail covers are broken. Battery release and ring cover are contaminated. One case screw and battery drawer o-ring are missing. Ring bail is bent, keyboard is scratched, lcd (liquid crystal display) is missing pixels, lead flex cover is corroded,and the battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.